Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that while interrogating this pacemaker during a routine follow up the device reverted to safety mode. Subsequently, this pacemaker was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device is expected to be returned for analysis.